Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal obtuse marginal artery. A 2.50x16mm promus element plus drug eluting stent was selected and advanced to treat the lesion. Upon advancing the device, the stent came off the balloon. The dislodged stent was implanted in the proximal obtuse marginal artery. Another stent was implanted in the target lesion. No patient complications were reported and the patient's status was fine.